Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High battery impedance was noted leading to elective replacement indicator (eri). Battery depletion indicated/eri and eri due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011.

Event description:
It was reported that the device had early battery depletion due to high battery impedance. The device remains in use. No patient complications have been reported as a result of this event.